Event description:
It was reported that during the implant procedure, a left ventricular (lv) lead was not implanted as there was difficulty deploying the lobes. A second lv lead was attempted but was not implanted due to an insulation breach mid-lead that was noted. A new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression and visual summary analysis of the lead indicated damage at implant. (B)(4).